Event description:
The consumer reported uncomfortable stimulation the past tuesday; stimulation was too high and booming so they went to use to programmer to adjust stimulation. However, the programmer was not turning on and the patient did not have any new batteries to change them during the call. Later that day, changing the batteries resolved the programmer issue. The patient received help during the call on using the programmer to sync to the implantable neurostimulator (ins). It was indicated there was a lack of stimulation sensation since the night of (B)(6) 2016 and stimulation was not felt since changing the batteries though therapy was confirmed to be on. It was determined that the patient had been pressing buttons during the call, decreasing the settings. The patient wanted to increase settings because she was on dulax and her bowel was watery. During the call, settings were increased to a comfortable setting.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.